Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model mvp, serial number/date code and age of product are unknown. The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumers' written correspondence stated that there are two screws holding the canvas seat of his mvp manual wheelchair that have allegedly broken. One half of the screw is still imbedded in the rod (frame). The consumer has allegedly contacted two repair shops but they do not have a screw extractor designed to remove imbedded broken screws. The consumer has been utilizing this device for approximately 6 years. No injury alleged.

Event description:
Consumer called stating that two screws holding the canvas seat in the manual wheelchair broke. One half of the screws is still in the rod and the consumer cannot get help to take them out and get them replaced. He has called two repair service companies recommended by invacare with no luck as they do not have a screw extractor designed to remove imbedded broken screws. Consumer states that he purchased the mvp directly from invacare about six years ago.